Manufacturer narrative:
Qc and system information are not available. Sample collection and centrifugation information has not been provided. Service was not dispatched. A clear root cause can not be determined for this event based on the information provided.

Event description:
A customer contacted beckman coulter inc. (Bci), to report obtaining reactive toxo igm the result was reported out of the laboratory. Unknown if patient treatment was impacted by this event.